Event description:
It was reported that after four (4) hours of therapy one unit of prismaflex m100 set approximately 6 inches of air was observed to have entered the circuit through the access line. The machine was set-up again with a new filter and after 90 minutes the same issue occurred. The patient had a patent vascular catheter (vascath) with both lumens checked and aspirated. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection observed air bubbles in the access line. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.